Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. D4: batch # u5ck38. H6: component code = mechanical (g04). Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a blue reload from proximal end and the pan can be seen partially dislodge from left side and the sled was noted on the home position. Based on the photo reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload was returned unfired with 2 double drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: u5ck38. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery, cartridge pan was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.